Event description:
It was reported that the device power was not turning on. No patient injury was reported.

Event description:
Additional information was received which included the event date and there was no patient involvement. Event occurred during preventive maintenance check.

Manufacturer narrative:
Other text: additional event information received indicating no patient involvement (updated b5, h6).

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received with a torn input/output label. Front panel was also bent. The customer stated problem was duplicated. The electrical chassis was found faulty. Replaced the electrical chassis. Replaced bent front panel and ripped output/input label. Reset patient pressure cycling led (light emitting diode) to specifications. The cause of the reported problem could not be determined. A DHR (device history review) is not relevant due to the impact damage sustained. No previous service history for this device was located in the database.